Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after attempted percutaneous intervention in the right coronary artery. Reportedly, one hour post procedure there was bleeding at the access site. Manual arterial compression was applied for 20 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.